Event description:
Blood glucose results of "195mg/dl, 157mg/dl, 1mg/dl and 8mg/dl" with a lifescan meter ,performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter was replaced.